Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (25 mg/ml at 12.218 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it reported that about 10 days ago the patient gave herself a bolus and then sometime on (B)(6) 2019 in the evening she noticed her pump alarming. Not long after that, she described going through withdrawal with symptoms of severe nausea and vomiting and increased pain. The pump was read today ((B)(6) 2019) and showed that it had been stalled for 228 hours and 17 minutes. The pump logs also showed ¿critical alarm ¿ pump motor stall occurred¿ on (B)(6) 2019 at 8:22 pm with a ¿critical alarm ¿ stopped pump duration exceeded 48 hours¿ message on (B)(6) 2019 at 8:22 pm. The pump was replaced on (B)(6) 2019 and the catheter was aspirated and confirmed intrathecal with 1 ml withdrawn. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. The patient status was noted to be ¿alive ¿ with injury¿ with the details of the injury and patient recovery being noted as ¿patient had a period of time of withdrawal symptoms, including pain, nausea, vomiting.¿ no further complications were reported/anticipated.